Event description:
Needle pull off: customer reports that needle pulled of suture while passing through tissue. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient no denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device family initially reported assuming incident could recur.